Event description:
It was reported that 43 bd plastipak¿ 20 ml syringes experienced liquid or moisture through the top web prior to use. The following information was provided by the initial reporter: products in box and outer package are damp.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-19. H.6. Investigation summary: one closed box with 46 samples of 20ml plastipak lot 1910270 along with three photos were provided to our quality team for investigation. The samples were visually inspected and damage was observed on the box. There was a hole observed which likely allowed humidity to enter and evidence of the humidity was observed on the outside of the blister packages. Upon opening the packs, no damages or defects identified on any of the syringes. A device history record review did not reveal any documented quality issues during the production of lot number 1910270 that could have contributed to this incident. Sterilization records were reviewed for the reported lot and all results were found to be within specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the damage was likely caused during the distribution or transport of the product which then allowed moisture to enter the box, resulting in the failure that was reported. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 43 bd plastipak¿ 20 ml syringes experienced liquid or moisture through the top web prior to use. The following information was provided by the initial reporter: products in box and outer package are damp